Event description:
This incident was initially reported to the manufacturer by patient on august 10, 2023. The patient reported experiencing left (os) eye pain after instilling a new lens on (B)(6) which continued after removal and worsen at night. The patient sought medical attention the following day and advised there was abrasions observed near the central cornea. The patient was prescribed three unspecified medication and instructed to discontinue lens use. The patient later reported that the incident fully resolved. This was assessed by the manufacture as a non-serious, non-reportable corneal abrasion incident. Additional information was received from the treating eye care professional on (B)(6) 2024. The eye care professional reports that the patient was seen (B)(6) 2023, with symptoms of redness and eye pain. Examination identified superficial punctate keratitis and corneal ulcer in the central / temporal, 3 o'clock, region of the left eye. The patient was treated with bestron, gatiflo, diquas lx eye drops to be instilled every 8 hours and tarivid eye ointment to be instilled once in a day and was advised to discontinue lens use for one week. The patient was seen for a follow-up visit on (B)(6) 2023, and the incident has resolved. This event is being reported due to diagnosis of a central corneal ulcer with medications prescribed to prevent or preclude permanent injury. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
Manufacturers investigation and analysis of reported device lot number and returned sample found no issues, non-conformances, or trends identified. The relationship between the coopervision and the event could not be confirmed. Should additional information become available, a follow-up report will be submitted as appropriate.